Manufacturer narrative:
Submission after the due date is due to an outage with the FDA- FDA ticket(B)(4). Product event summary: data file analysis did not show any system notices. There is no indication of a product malfunction and no product was returned. A known clinical adverse event occurred post procedure.

Event description:
I

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4)

Event description:
It was reported that two days post cryoablation procedure, the patient had paralytic symptoms. A computerized tomography scan diagnosed that the patient had middle cerebral artery infarction. The patient was moved to another hospital to have an MRI and angioplasty performed. No further information is available at this time.